Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm approximately 4 years ago. It was reported that the patient was in for a routine follow up. It was noted that there was an endoleak at the gate. The patient was successfully treated with an aui with fem fem bypass. The physician stated cause to be graft disruption. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).